Event description:
A 22 gauge catheter was successfully inserted by the rn. On the second attempt the pt complained of feeling warm. He became diaphoretic and pale. The rn instructed the pt to lower his head. The pt lost consciousness and the rn placed him on the floor to maintain an open airway. Staff called 911 and rn remained with the pt. The rn checked the pt's pulse and respirations and they were not present. Rn removed the catheter when pt lost consciousness and proceeded to initiate CPR protocol. Pt self revived as the rn began CPR. The pt was responding appropriately up until he was transported to the hosp by the ambulance.